Event description:
It was reported to tyco healthcare/kendall in 2008 that a customer had a problem with a dialysis catheter. The customer stated that the adapter cracked and the catheter needed to be exchanged, the catheter was replaced.

Manufacturer narrative:
Submitted: date 04/22/08. An investigation is currently underway. Upon completion, the results will be forwarded.